Event description:
Parents hooked up tpn (total parenteral nutrition) and placed pt. In crib. They came back 5 minutes later to find the tpn had pulled apart at the patient end of the anti-siphon valve and blood coming out of the open tubing. Parents clamped the line. Unsure at this time how much blood was lost. Patient at risk for sepsis. FDA safety report ID# (B)(4).